Manufacturer narrative:
The zoll catheter was returned to zoll on 09/28/2018 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported, a quattro catheter (ln 80329) was inserted into the patient and approximately after 36 hours into the ivtm therapy, the customer facility nurse noticed that the thermogard console had alarmed and displayed 'air trap' error message, and also observed the saline bag was empty. Since the leak from the console was not confirmed at the time, the nurse installed a new saline bag and continued with ivtm therapy. Approximately after 5 hours later, the console alarmed again and the nurse observed that the saline bag was almost empty. There was no saline fluid around the console and around the patient's bed. Then, the catheter was swapped and according to the physician, when removing the catheter, the blood inflow to the balloon was not observed. The next day, a zoll sales representative visited the hospital, and for good measure, the start-up kit (ln 81263) was replaced even if leak was not identified. No known impact or patient consequence was reported.

Manufacturer narrative:
Full investigation could not be performed on the returned quattro catheter (ln 80329) due to product tampering, the quattro catheter's blue front tip was cut by the customer for culture test. The reported complaint of a quattro catheter leak could not be confirmed. Visual inspection of the returned quattro catheter was performed. Blood had accumulated and dried up on the medial luers tubing. Unable to perform the pressurized functional testing due to the condition in which the catheter was received. All infusion ports and extension tubes were flushed without resistance, except the medial port was clogged with blood. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for icy catheter with lot number 80329. .